Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The plan was to have this device replaced soon. This device currently remains in service. No adverse patient effects were reported.